Event description:
It was reported that the patient stopped treatment because a cadd-legacy® pump was malfunctioning and overdosing the patient. The patient had to be resuscitated. The outcome of the event was reported as resolved. No permanent injury was reported.